Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the implant's internal threads were damaged. The doctor believes that the screw was not placed correctly therefore damaging the internal threads of the implant. Implant remains implanted and the doctor is requesting replacement abutment screws mhlas & ah20s because they are unsure of the correct screw.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, picture and x-ray image were provided and shows a fractured implant collar. No pre-existing conditions were noted on the complaint. The reported device tooth location and length of implantation is unknown. A device history record (DHR) review and complaint history review could not be performed as the lot numbers associated with the reported product was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Complainant reported that they have an implant with damaged threads and crown would not seat properly. The doctor believes that the screw was not placed correctly therefore damaging the internal threads of the implant. The reported complaint was confirmed based on the picture and x-ray provided by the customer. A root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. The following sections have been corrected: d10: device availability.

Event description:
It was reported that the screw was not placed correctly therefore damaging the internal threads of the implant. The implant's collar is also fractured. New screw were ordered. The patient is now doing well since we cleaned the internal implant threads and replaced the screw with the new one. He will eventually have the implant removed and replaced entirely. A night guard has been recommended and the patient has been returned to his general dentist. He has no additional appointments set with us.